Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain,") and genital haemorrhage ("heavy abnormal bleeding") in a 36-year-old female patient who had essure (batch no. 626626) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's past medical history included grand multiparity. Concurrent conditions included depression, migraine, bipolar disorder, high cholesterol, lupus erythematosus, gerd, thyroid disorder, irregular menstrual cycle, pain, abdominal cramps and ovarian cancer. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with ambene (ambenat), gabapentin, quetiapine, quetiapine fumarate, risperidone, alprazolam, trazodone, hydroxychloroquine, vicodin, levothyroxine, colestyramine (cholestyramine), corticotropin (acthar), pantoprazole, estrogens conjugated (premarin), fluoxetine hydrochloride (prozac), potassium citrate, procaterol hydrochloride (pro-air) and surgery (one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: plaintiff were taken impoubroune and atorzastatin as treatment drugs. Diagnostic results: surgical pathology report: final diagnosis: uterus and ovaries and fallopian tubes, bilateral total abdominal hysterectomy and bilateral salpingoophectomy. Adenomyosis. Chronic cystic cervicitis. Secretory endometrium. Follicular cyst, both ovaries. Paratubular cyst, bilateral. Most recent follow-up information incorporated above includes: on 17-apr-2018: plaintiff fact sheet, mr, new reporter, patient demographic ,relevant history and concomitant condition essure indication permanent birth control by bilateral occlusion of the fallopian tubes, lot number 626626, start date update, treatment product, new events abnormal bleeding (vaginal, menorrhagia) and she did not undergo confirmation test were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("heavy abnormal bleeding") in a 36-year-old female patient who had essure (batch no. 626626) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's past medical history included grand multiparity. Concurrent conditions included depression, migraine, bipolar disorder, high cholesterol, lupus erythematosus, gerd, thyroid disorder, irregular menstrual cycle, pain, abdominal cramps and ovarian cancer. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with ambene (ambenat), gabapentin, quetiapine, quetiapine fumarate, risperidone, alprazolam, trazodone, hydroxychloroquine, vicodin, levothyroxine, colestyramine (cholestyramine), corticotropin (acthar), pantoprazole, estrogens conjugated (premarin), fluoxetine hydrochloride (prozac), potassium citrate, procaterol hydrochloride (pro-air) and surgery (one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: plaintiff were taken impoubroune and atorzastatin as treatment drugs diagnostic results: surgical pathology report: final diagnosis: uterus and ovaries and fallopian tubes, bilateral total abdominal hysterectomy and bilateral salpingoophectomy adenomyosis chronic cystic cervicitis. Secretory endometrium. Follicular cyst, both ovaries. Paratubular cyst, bilateral quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), pelvic pain ("pelvic pain/pain") and genital haemorrhage ("heavy abnormal bleeding") in a 36-year-old female patient who had essure (batch no. 626626) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "some resistance with right device insertion" and device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included grand multiparity. Surgical pathology report: final diagnosis: uterus and ovaries and fallopian tubes, bilateral total abdominal hysterectomy and bilateral salpingoophectomy adenomyosis chronic cystic cervicitis. Secretory endometrium. Follicular cyst, both ovaries. Paratubular cyst, bilateral. Previously administered products included for prevent pregnancy: necon. Concurrent conditions included depression, migraine, bipolar disorder, high cholesterol, lupus erythematosus, gerd, thyroid disorder, irregular menstrual cycle, pain, abdominal cramps and ovarian cancer. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with alprazolam, benzyl nicotinate;glycol salicylate;heparin sodium (ambenat), colestyramine (cholestyramine), corticotropin (acthar), estrogens conjugated (premarin), fluoxetine hydrochloride (prozac), gabapentin, hydrocodone bitartrate;paracetamol (vicodin), hydroxychloroquine, levothyroxine, pantoprazole, potassium citrate, procaterol hydrochloride (pro-air), quetiapine, quetiapine fumarate, risperidone, trazodone and surgery (removal of left coil;hysterectomy with bilateral salpingo-oopherectomy; tubal ligation). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: plaintiff were taken impoubroune and atorzastatin as treatment drugs platntiff stated that she faced some resistance with right device insertion. Discrepancy noted in removal dates (B)(6) 2009, (B)(6) 2011. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received : events added- dysmenorrhea (cramping), perforation (uterus). And some resistance with right device insertion historical drug added. Removal date updated incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.